Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope loaner had a clogged nozzle. Per the customer, standard equipment was being with the subject device at the time of the event. There was no procedure or patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle that could not be removed by the engineer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.